Event description:
It was reported that a strata valve changed pressure level settings from 1.5 to 2.5 inadvertently.

Manufacturer narrative:
(B) (4). The product remains implanted and was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.